Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
Section h4 has been updated with the device manufacture date for the contour plus meter serial # (B)(6).

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. The device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that his blood glucose reading from (B)(6) 2020 was not stored in the memory of the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.